Manufacturer narrative:
The reported event of the insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the damaged insulation consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that patient presented for routine generator change procedure. During procedure, it was found that patient's atrial lead exhibited insulation damage. The lead was explanted and replaced. The patient was stable.